Manufacturer narrative:
Mindray service representatives repaired the unit, calibrated and safety tested to factory specifications.

Event description:
Customer reported an issue with the accutorr v monitor, which may have resulted in a loss of spo2 monitoring. No pt injury was reported.